Manufacturer narrative:
The device history record ( DHR) of lot number 7489722 reviewed on 4/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female was undergoing primary breast augmentation with a mentor smooth round moderate profile 350 cc saline prosthesis and the device deflated before it could be used and never contacted the patient. When the physician removed the prosthesis from the box it was already leaking. The is no information regarding the remainder of the procedure.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).